Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently bleedback was noted. On an unspecified date, the tubing set was being used to deliver an unspecified contrast medium, at an unspecified rate, with a pressure setting of 3psi, via a power injector. After an unspecified length of time after the delivery was started, it was reported that the tubing ruptured below the distal clave y-site on the tubing set. The customer contact reported that an unspecified volume of solution leaked and an unspecified volume of bleedback was noted. The tubing set was replaced and the procedure was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the tubing sets were discarded. The issue of split or burst tubing when using power injectors were evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the information known by the reporter upon query by hospira personnel.